Event description:
Ongoing issues with 3 ge logiq e9 ultrasound machines periodically shutting down during patient exams and not rebooting. This has caused a delay in patient exams being read and images being transferred to the radiologist to read the exam with any abnormal findings. All shutdowns occurred without staff intervention. Machines involved were: (B)(4).